Manufacturer narrative:
Concomitant product: sedrl1 ipg, implanted: unknown; i457453 lead, implanted: unknown.

Event description:
It was reported that information received from patient call to technical service hotline indicated since (b)(46 2016 patient experienced sense of suppression in the chest and lower limb edema. Approximately, three months later device check performed and the right atrial (ra) lead could not be detected and apparent lead dislodge. It was also reported that the right ventricular (rv) lead exhibited high threshold parameters. The ra lead and right ventricular (rv) lead remains in use, and patient to be checked during follow up visit. Physician suspected the ra lead dislodgement might be caused by patient¿s own activity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.